Manufacturer narrative:
Medical device expiration date: unknown; device manufacture date: unknown; a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syr 10ml pump compatible saline 10ml fil had a plunger that was difficult to move. The following information was provided by the initial reporter: " date received for intake: 10-28-2020; material no: 306547; batch no: unknown (supplied - (B)(4).   It was reported that it was very difficult to push plunger forward to discard contents.   Event description states: syringe on 306547 not advancing. Very difficult to push plunger forward to discard contents. As of yesterday, there were 4 reported incidents across 2 lot #¿s (listed below). No know adverse patient issue."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 12/14/2020. H.6. Investigation: as the lot provided for this complaint is 'unknown,' a device history record review could not be completed. To aid in the investigation, two samples were received for evaluation by our quality team. The samples came in a plastic bag marked as "(B)(4)." They have no packaging flow wrap, tip cap or saline solution. One syringe has the plunger rod-rubber stopper all the way down and the other one has it at the 6ml mark. A visual inspection was performed, no damages or any other defect was observed. Each was then tested for sustaining force and all results were found to be within specification. Based on the investigation results, the samples received did not show the symptom reported by the customer and an exact cause for this incident could not be identified.

Event description:
It was reported that syr 10ml pump compatible saline 10ml fil had a plunger that was difficult to move. The following information was provided by the initial reporter: date received for intake: 10-28-2020. Material no: 306547, batch no: unknown (supplied - 0148582, 9326574). It was reported that it was very difficult to push plunger forward to discard contents. Event description states: syringe on 306547 not advancing. Very difficult to push plunger forward to discard contents. As of yesterday, there were 4 reported incidents across 2 lot#¿s (listed below). No know adverse patient issue."